Event description:
Caller states the pt tested 3.1 inr on the coaguchek s system and 2.3 inr on a comparison lab. No treatment info provided. Requested return of suspect system and replacement was sent. Caller is unsure which strip lot produced the result.